Event description:
Pt reported that a comparison between the surestep meter and a hcp meter was 155 mg/dl (ss) and 115 mg/dl (hcp) (23% diff.) Respectively. The pt had initially set the meter to mmol/l. No symptoms were reported. No harm was alleged.